Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed foreign material on the device forceps elevator was not identified and a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the returned duodenovideoscope, foreign material/stain was observed on the device forceps elevator. There was no patient involvement.